Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was double bolusing. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The caller stated they would use the meter to take a blood glucose reading which gets sent over to the pump and after bolusing, a few minutes later the pump will recommend a second bolus using the meter reading, sometimes without taking into account active insulin. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple blood glucose were manually entered and functioning properly. No unexpected recommended bolus amounts showing on screen on its own noted during testing. Device functioning properly.